Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a loss of therapeutic effect. They had four programs available and on two of them, they increased all the way up to the upper limit and the patient did not feel anything. On the other two, they went as high as they could tolerate and they were not therapeutically effective. They first noticed one of the programs was not working in november and another program was not working in february. The caller stated the patient had some falls. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v892719, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry if the patient having some falls affected the device in anyway, the patient replied ¿unknown,¿ and in the ¿if yes, how,¿ inquiry, wrote that the x-ray showed movement of wires. In response to the inquiry for what steps were or would be taken to resolve the issue, the patient reported that new programs were added and were currently working and said that ¿yes,¿ the issue had been resolved. In response to the inquiry for if the cause of the lack of stimulation sensation after increasing to the upper limit had been determined, the patient replied ¿unknown,¿ and in response to the inquiry for what most likely caused or contributed to the issue the patient replied ¿movement of the wires.¿ the patient replied that the steps taken to resolve the issue were that they went to the doctor and new programs were added. The patient said ¿yes,¿ the issue had been resolved. In response to the inquiry for what steps had been taken to resolve the loss of therapeutic effect and lack of therapeutic effect from two of the programs and the programs not working the patient replied they had an appointment on (B)(6) 2021 and that they would follow-up on (B)(6) 2021. The patient stated that ¿yes,¿ the issue had been resolved and that their device status was still in use.